Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed calibration error 91 (water check time out - difference between water temperature and reference temperature is greater than 2 °c). During functional it was determined the device had a failed heater and would like a quote for 2000-hour service at the depot with a loaner. Per follow up information received via email on 18may2024, device was shipped out to bd for repair. Device not been returned or evaluated at this time and repair was not yet completed.

Event description:
It was reported that the arctic sun device failed calibration error 91 (water check time out - difference between water temperature and reference temperature is greater than 2 °c). During functional it was determined the device had a failed heater and would like a quote for 2000-hour service at the depot with a loaner. Per follow up information received via email on 18may2024, device was shipped out to bd for repair. Device not been returned or evaluated at this time and repair was not yet completed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.